Event description:
Per information provided: on (B)(6) 2016- patient was diagnosed with incarcerated incisional hernia, thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿the hernia sac with omentum was identified in the abdominal region and the omentum was reduced. A large ventralex mesh was placed into the defect and sutured¿. On (B)(6) 2016- patient was diagnosed with incarcerated recurrent incisional hernia, thereby underwent laparoscopic repair with explant of ventralex (device 1) and implant of composix e/x mesh (device 2). Per op notes, ¿midline scar was reincised. The prior mesh was found to be pulled away. The loops of small bowel found adherent to the ventralex mesh (device 1) with partial bowel obstruction. The ventralex mesh was removed and a composix e/x mesh (device 2) was placed in the abdominal region and sutured¿. On (B)(6) 2016- patient was diagnosed with right lower quadrant pain, thereby had a CT scan which shows large fluid collection which is likely to be seroma.

Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2013) is considered to be a best estimate. This MDR represents the composix e/x mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol mesh-ventralex (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.